Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a nc trek balloon dilatation catheter was prepared according to the instructions for use manual and advanced to the lesion. The balloon was inflated to 14 atmospheres with an indeflator device and there was air noted in the distal end of each of the balloons. The device was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided. The returned device revealed that the stopcock was found to be leaking.

Manufacturer narrative:
(B)(4). Evaluation summary: a stopcock was returned attached to the hub of the balloon catheter. During functional testing, the reported issue was confirmed due to leaks on the returned stopcocks. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported and the packaging was not returned. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.